Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify rewind anomaly and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage on motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose value was 291 mg/dl. Customer states insulin spilled all in the insulin pump and cannot complete rewind. The insulin pump will be returned for analysis.